Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. Alarms for expiratory minute volume low were generated on the reported event date. Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. There are no indications of ventilator malfunction. The root cause of the reported tidal volume issue has not been determined.

Event description:
It was reported that there was tidal volume fluctuations during patient treatment. There was no patient harm. Manufacturer's ref #: (B)(4).